Event description:
Foreign body in throat [foreign body in throat]. Tongue injury [tongue injury]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received denture adhesive powder-double salt (poligrip powder fa) oral powder for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. On an unknown date, the patient started poligrip powder fa. On an unknown date, an unknown time after starting poligrip powder fa, the patient experienced foreign body in throat (serious criteria gsk medically significant) and tongue injury. On an unknown date, the outcome of the foreign body in throat and tongue injury were unknown. It was unknown if the reporter considered the foreign body in throat and tongue injury to be related to poligrip powder fa. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, the patient bought poligrip powder fa at a drug store. She used it but her denture soon came off when having a meal, and the denture almost clogged her throat (serious criteria gsk medically significant), which was very dangerous. In addition, she bit her tongue when the denture came off (serious criteria non-serious). She started having a meal soon after putting the denture in her mouth, without waiting for a while. No further information is expected. Additional details: [summary of investigation]: case number: (B)(4). Related interaction: (B)(4). Gsk receipt date: 2022/01/13. Complaint country: (B)(6). Global product description: downgraded pqc. Primary package lot number: unk. (B)(4). Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Response to consumer (if applicable): no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a ´batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint conclusion: complaint inconclusive.

Manufacturer narrative:
Argus case ID: (B)(4).